Manufacturer narrative:
(B)(6). The actual device was not returned; however, the customer returned one piece of unopened representative sample for evaluation. A visual exam was performed and no defects were observed. The customer also provided a photo of the actual device and it was observed that the angular connector was broken. A device history record review was performed on the lot number of the representative sample (19gt23) and no relevant findings were identified. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
End user reported that the device "arrived cracked - leak noticed - then completely broke off." Double lumen tube adapter broken at the circuit/adapter junction.no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
End user reported that the device "arrived cracked - leak noticed - then completely broke off." Double lumen tube adapter broken at the circuit/adapter junction. No patient involvement.